Event description:
The manufacturer field service technician reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician observed a worn rotor assembly. Based on a review of previous similar events, a damaged rotor may cause or contribute to heat. The rotor assembly was replaced and the device passed the final inspection before it was returned.

Event description:
The manufacturer field service technician reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, medical intervention, or adverse consequences reported.